Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 12-aug-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 5,000 mcg/ml compounded baclofen at 515 mcg/day. The reason for use was intractable spasticity. It was reported that the patient was having back surgery and a pump replacement was scheduled to occur at the same time, eri was 2 months. Milky liquid was noted in pocket at the time the pump was removed from pocket. Surgeon cultured to determine if infected. Surgeon asked rep what should be done. Informed surgeon that the manufacturer recommends explanting the whole system if infection is suspected. Surgeon stated patient was asymptomatic. There was no foul odor and she was not going to turn patient around and open again to remove catheter. She stated she would implant new pump and if the cultures return positive for infection, then the patient could be brought in again for a second surgery to remove catheter and pump. Catheter was examined and a small (1mm) tear was noted on outer layer of catheter proximal to the pump connector. No fluid leaking through tear. Environmental/external/patient factors that may have led or contributed to the issue included the surgeon thinks maybe the pump was moving in pocket because it was not sutured, and it may have caused the milky liquid. Unknown cause of catheter tear. There were no diagnostics/troubleshooting performed. Interventions/actions that were taken to resolve the issue included a culture was collected, the pocket was irrigated, and the pump was replaced. The pump connector was replaced, catheter was removed from colletteto pump connector. The issue was resolved at the time of the report. The hospital was in possession of the catheter and the return status was unable to be determined. The issue was resolved at the time of the report and the patient status was listed as ¿alive ¿ no injury.¿ there were no further complications reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The evaluation code conclusion has been updated for this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported the patient was having all sorts of problems with their baclofen pump. The problems were clarified as the patient was not feeling therapeutic benefit and the patient felt like the pump was not helping anymore. The consumer reported they did a dye study and a computerized tomography (CT) myelogram with contrast and they could not find any leaks or anything. The consumer reported the patient was having problems so the patient had to have the pump replaced a few months ago, relative to (B)(6) 2019. The patient reported when their healthcare provider did the pump replacement, they found there was "bunch of fluid" that came out of the pocket. The fluid was tested, and it was found to be baclofen. The consumer reported the catheter had eroded right where it connects to the pump. The patient complained that they were feeling pressure at the pump site and it was because the pocket was filled with the baclofen. A partial system explant was performed. The pump was replaced along with a part of the catheter that was bad. The consumer stated the patient had to have a spinal fusion and the pump was reaching about seven years so that was why the replaced the pump as well. The consumer reported things seemed better after the replacement. The patient's headaches were gone and everything was great.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information per the operative report received on 2019-dec-04 regarding the surgical procedure on (B)(6) 2019 indicated a fractured catheter occurred. It was noted a removal and replacement of the baclofen pump and proximal portion of the catheter occurred as the entry point into the baclofen pump had a fractured catheter. Indications for surgery included the patient had significant dystonia who presented status post an l4-5 anterior lumbar interbody fusion many years ago. She had done well but had developed significant adjacent segment disease with severe spinal canal stenosis at l2-l3and l3-4 resulting in laminectomy and facetectomy on (B)(6) 2019. No surgical complications were reported. Intraoperative findings included severe canal stenosis at l2-3 and l3-4 at the baclofen pump revision site along the right anterior abdomen. It was noted as soon as the patient was opened through the subcutaneous tissue, significant amounts of fluid came out that was cloudy and somewhat yellow. There was no purulence noted; however, the surgeon did take intraoperative cultures and sent for a gram stain and culture. They were concerned it was either cerebrospinal fluid (csf) baclofen or infection. It was reported throughout the entirety of the procedure they ensured the baclofen catheter was not pulled and remained in place underneath l1 to lamina. It was further reported they opted to resect this portion of the catheter and replaced with a similar length which would be measured. They then proceeded to cut the fractured portion of the catheter and connected using a connector to the old catheter. The new catheter was connected to the new baclofen pump. It was noted because the pharmacy did not have the patient¿s concentration readily available, they removed the amount of back within from the old pump and placed this into the new pump. It was noted with the system completely connected they replaced the baclofen pump into the old pocket and secured this down using a 2-0 silk. The cavity was vigorously irrigated using bacitracin irrigation. The patient went to the recovery unit in stable condition. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2019-aug-21. It was reported that the rep attempted to get results of culture, and there was no reply to the request yet. The pump was not sutured in pocket, which lead the surgeon to conclude maybe the pump moved in the pocket. The pump was replaced due to eri. Patient was not exhibiting symptoms of a possible infection, which why the surgeon proceeded with the replacement and implanted a new pump. There were no further complications reported/anticipated.